Event description:
Elegance clinical study. It was reported that dissection occurred. The subject underwent treatment with the ranger drug coated balloon, and two eluvia drug eluting stents on (B)(6) 2021 as a part of the elegance clinical trial. The first target lesion was in the entire length of left sfa (proximal, mid, distal sfa) extending into left proximal popliteal artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 4.5 mm with lesion length of 360 m and 100% stenosis. Pre-dilatation was performed, and treatment of target lesion was performed by dilatation with study devices, ranger drug coated balloon 5 mm x 150 mm and eluvia drug eluting stents of sizes 6 mm x 120 mm and 6 mm x 100 mm were implanted. Post target lesion treatment was done by stenting with non-bsc drug eluting stent due to dissection of grade e and residual stenosis noted. Following post treatment, the final residual stenosis was noted to be 20%. The complication was considered to be resolved. On (B)(6) 2021, the subject was discharged from the hospital. It was further reported that during or after index procedure, the subject was noted with complication of dissection with severity grade e due to a non-bsc device. Subsequently, the subject was treated with bailout stent non-bsc drug eluting stent of size 4.5 mm x 100 mm and the complication was considered resolved.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that dissection occurred. The subject underwent treatment with the ranger drug coated balloon, and two eluvia drug eluting stents on (B)(6) 2021 as a part of the elegance clinical trial. The first target lesion was in the entire length of left sfa (proximal, mid, distal sfa) extending into left proximal popliteal artery with proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 4.5 mm with lesion length of 360 m and 100% stenosis. Pre-dilatation was performed, and treatment of target lesion was performed by dilatation with study devices, ranger drug coated balloon 5 mm x 150 mm and eluvia drug eluting stents of sizes 6 mm x 120 mm and 6 mm x 100 mm were implanted. Post target lesion treatment was done by stenting with non-bsc drug eluting stent due to dissection of grade e and residual stenosis noted. Following post treatment, the final residual stenosis was noted to be 20%. The complication was considered to be resolved. On (B)(6) 2021, the subject was discharged from the hospital.